Manufacturer narrative:
Correction: please note, device code (B)(4) and pt code (B)(4) no longer apply to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient's surgical procedures for intestinal ischemia were not related to their device/therapy. The rx showed that no migration occurred. The device worked properly. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that the lead was not in the proper position. An ultrasound scan discovered that the lead moved subcutaneously. The patient had two surgical procedure in the last months due to an intestinal ischemia. It was noted that the patient had switched their ins off with their patient programmer. No further complications were reported or anticipated. Additional information received reported that the patient saw their healthcare provider and after interrogation the impedance values were found to be ok. The healthcare provider was prescribed an rx to check the lead position. No further complications were reported or anticipated.